Event description:
The product was used during a burch procedure. Reportedly, the needle broke and detached. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
It has come to co's attention since the submission of co's initial report on 04/24/1998, that the date of this report is incorrect. Please note that this manufacturer report number was reported within the statutory reporting requirements of thirty calendar days.